Event description:
I had the essure device surgically implanted in (B)(6) 2010. On (B)(6) 2011 I went to my gynecologist because was having increasing in duration and intensity of the painful symptoms I was experiencing. After examination and a couple tests my dr. Said let's just run a pregnancy test to be sure and sure enough the pregnancy test came back positive, that came as a huge surprise because the whole point of the essure was a permanent sterilization procedure and my fallopian tubes were fully occluded, this I know because me and my partner abstained from having unprotected sex for longer than the 3 months that were asked of me as a patient and I had the 3 month follow up testing to make sure that the tubes were 100 percent occluded which they were so I shouldn't have been able to even get pregnant. The reason that I was able to conceive was because the essure device that was implanted in the right fallopian tube became dislodged and was found to be "stuck" in the lining of my stomach. Dr. (B)(6), my gynecologist at the time sent me to dr. (B)(6) and I was scheduled for emergency surgery the next morning for a "spontaneous d and c", removal of the dislodged essure device, and to do a bilateral tubal ligation, which is where my big question comes up that since they were on the left side why leave the essure device in the fallopian tube when I had issues with the essure device and was experiencing stabbing pains in the pelvic region on both sides following having the essure device implanted. I've been suffering with lots of pelvic pain regularly, very heavy periods in volume and duration of the menstrual cycle, severe bloating, rash/hives, nausea, vomiting (vomiting for over 7 years have done irrevocable damage to my teeth).